Manufacturer narrative:
The maintenance dept at the customer facility measured the outlet voltages. No problems were identified. The lh750 is listed as conforming to (B)(4). Beckman coulter also declares conformance with (B)(4) in the EU declaration of conformity. Note: (B)(6). On (B)(4) 2008, the field svc engineer replaced the pneumatic power supply and verified instrument operations. The root cause for smoke coming from the pneumatic power supply is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer reported a small amount of smoke coming from the pneumatic power supply of the coulter lh 750 hematology analyzer. The customer powered off the power supply and unplugged the instrument. There were no flames and the fire dept was not called. There was no deaths or injuries attributed to this event.